Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, approximately 10 cm from the laser fiber tip broke. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused both visually and under magnification. The laser fiber body was fractured 9.5 cm from the distal glass fiber and was still connected at the break point by the fiber coating. The condition of the returned device confirmed the reported event of fiber broken. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, approximately 10 cm from the laser fiber tip broke. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.